Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage epicardial leads exhibited a fracture and a visible insulation break was noted. The epicardial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.